Manufacturer narrative:
The customer contacted a siemens customer care center. There were no processes errors when the sample was initially run. Quality controls were within acceptable range. The sample was re-spun prior to repeat testing and acceptable results were obtained. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that there was no difference between the result monitors on the low result versus the repeated higher results. This would indicate that reagent delivery and integrity was not an issue in this case. Re-centrifuging the sample and processing from a new aliquot resolved the issue. The hsc specialist concluded that the potential cause of the issue was fibrin or cellular debris pulled into the aliquot well or probe which could have caused an issue when the sample was initially processed. The hsc specialist recommended that the customer follows proper sample handling conditions. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the alternate dimension vista instrument and on the original instrument, resulting higher both times. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin result.